Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve console was used in a benign prostatic hyperplasia (bph) procedure about three days prior. According to the complainant, approximately forty minutes into the treatment, an error message displayed "forward and set power do not correspond treatment will end" and the system shut down. The failure occurred at the end of the treatment, and the case was determined to be completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device was serviced at the customer site, therefore, it will not be returned to the manufacturer. An evaluation is pending; results will be provided in a follow-up medwatch report.